Manufacturer narrative:
We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that versacross sheath was selected for atrial fibrillation ablation. It has been mentioned that during device preparation after unpacking the device, the three-way stopcock easily broke upon contact. The procedure was completed using different device (same model). No patient complications occurred.